Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during implant the measurement of r wave was low. This lead was not implanted.